Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported seeing the elective replacement indicator (eri) on the left implantable neurostimulator (ins) and there was dissatisfaction with ins longevity. It had only been a year and a half, but she did not know if this was normal when stimulation was running at 5.25 volts constantly. The patient also had sudden symptoms at the end of (B)(6) 2016, which had worsened over the last couple of weeks and few days prior to (B)(6) 2016. He had balance issues, shaking, palsy, weakness, a panicked feeling, sensitivity to light, a headache, generalized pain, chest pain that was not heart or digestion related, general malaise, and worsened speech. The patient recently moved and was deciding on which healthcare provider (hcp) to contact. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders. He also had progressive supranuclear palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.